Manufacturer narrative:
Continued: e1: phone number: (B)(6). Device photograph(s) for the device related to the reported event of product implant pain was reviewed on september 24, 2025. It is not possible to determine the lot number and catalog number of the photos provided. Visual analysis of the photographs identified: implant pain: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "implant pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant pain.

Event description:
Healthcare professional reported "capsulectomy". Later, healthcare professional reported "multiple malformations". This record is for the right side. Device was explanted and replaced with another manufacturer´s device.